Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, she had 2 infusion sets that detached from her body while she was sleeping. The detachment occurred near quick release. The patient seemed concerned about the batch because this was the second set from the same box that had the same issue. Reportedly, when she woke up her blood glucose level was in 300s mg/dl. No further information available.